Event description:
Reporter stated the infusion set tube broke away from the connector and was dangling loose. The patient experienced elevated blood glucose of 16.0 mmol/l (288 mg/dl). She changed the infusion set immediately, and her blood glucose decreased. The alleged product was discarded and will not be returned for evaluation.

Manufacturer narrative:
No sample was received for examination. The reference samples were visually inspected and tested for flow, leak and static pull of tubing- tubing connector and luer lock connector. All test results were within specifications. The lot information was available, the batch records and the complaint database were reviewed for relevant deviations and similar complaints. Device was not returned to manufacturer.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.